Manufacturer narrative:
The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on the (B)(6) 2013 via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a pt's legal representative. The complaint states that as a result of the polyform implant (date of implantation is (B)(6) 2011), a pt injury occurred. The pt is identified as "(B)(6)". Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6), USA. The physician who treated the pt is doctor (B)(6); telephone number is unk. The polyform part number and lot number are unk.